Manufacturer narrative:
(B)(4).the problem was confirmed, based on the customer report. The root cause was use error.

Event description:
The customer contacted baxter's service center regarding assistance with removing the cassette from the homechoice (hc) during use. The caregiver (cg) stated the home patient (hp) set the machine up last night instead of her. The hp didn't connect the bag correctly and it leaked. He did not wake her up and he cycled power off. She now needed to get the cassette out of the machine. The cg cycled power on and the technical service representative assisted with ending therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.